Event description:
It was reported that the monitor blacked out repeatedly when the wand was activated. The monitor recovered gradually while stopping the activation of the wand. The wand was exchanged with another back-up wand, but same problem occurred. No patient injuries of complications were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.